Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone that their display is blank. He said that he went swimming with his pump and that there is water under the lcd display. The customer¿s blood glucose was over 400 mg/dl. He mentioned that the display went blank immediately after the pump was exposed to the moisture. He was advised to discontinue use of the pump and to revert to a backup plan per his doctor¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker,cracked belt clip slot and cracked battery tube threads.